Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no fragments of the broken applicator fell into the patient's body.

Manufacturer narrative:
Product investigation summary: two (2) applicator inner shafts (part 03.812.003) with different lot numbers were received for investigation because of broken coupling knobs. On both instruments, the complaint condition was able to be confirmed as the proximal coupling heads of the inner shafts were found to be broken off and missing. Also, the two other components of the t-pal inserting instrument (the applicator outer shaft and the applicator knob) were not received for investigation. Because of the damage and the missing portions, the relevant dimensions cannot be checked against print specifications. There were no issues during manufacturing that would contribute to this complaint condition. The exact cause of breakage for these older applicator inner shafts could not be determined. However, multiple circumstances could possibly have led to a damage of the applicator inner shafts: non-compliance with surgical technique, use of excessive application of force, or not replacing the applicator inner shaft during function control. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 16, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: max. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the ball at the proximal end of two (2) applicator inner shafts broke off while hammering intra-operatively. The surgery was prolonged by thirty (30) minutes. No patient harm reported. This is report 1 of 2 for (B)(4).